Manufacturer narrative:
Eval results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his original scs system on (B) (6) 2005 and received a new ipg in (B) (6) 2009. It was reported on (B) (6) 2009 that the pt was unable to increase his amplitude. The pt was reprogrammed but the pt reported that he was then experiencing overstimulation sensations. He also said he had hit his ipg pocket site and has also suffered a few falls. An xray confirmed that all system connections were intact. Follow up on the pt found that a revision has been planned, but has not yet occurred. No explanted devices have been returned to ans for eval. No further info is available.